Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407658 lead implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had become dislodged and was located at the superior vena cava (svc)/right atrial (ra) junction as noted on the chest x-ray and fluoroscopy. In addition, the ra lead exhibited non-capture and noise as documented via previous device interrogations. According to the patient, the ra lead had dislodged "a long time ago and the device was reprogrammed to the vvi mode at that time". The ra lead was capped and replaced successfully. No patient complications have been reported as a result of this event.